Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reports that after administering a bolus delivery, insulin pump began to make noise and a spanish software anomaly was received. Customer's blood glucose was 103 mg/dl. During troubleshooting, it was found that basal was not programmed before the alarm, finish loading alarm found in alarm history, insulin pump was stored without batteries, alarm occurred during manual use and insulin pump is not in spanish. Customer was advised to monitor insulin pump. No further information provided.